Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 22, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat an encapsulated necrosis during a gastric bypass surgery performed on (B)(6) 2022. During the procedure, resistance was met during deployment of the first flange of the axios; however, stent deployment could not be confirmed under endoscopic ultrasound (eus). When the axios stent was pulled, the first flange of the axios stent got deployed further in the stomach. The axios stent was partially deployed when it was removed from the patient. It was noted that the stent fully deployed inside the scope, forceps were then inserted into the tip of the scope and the stent was removed. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.